Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 1.2 mmol/l at the time of the event. The customer's mother stated that the customer forgot to rewind the insulin pump prior to inserting the reservoir. The customer was connected at the time, and subsequently delivered an entire reservoir of insulin into his body. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.